Event description:
It was reported "leaked from the junction of the hub and the catheter during use, and the patient had no safety concerns." The device was removed and replaced. No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "leaked from the junction of the hub and the catheter during use, and the patient had no safety concerns." The device was removed and replaced. No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Section d.4. Unique identifier (UDI)# corrected from (B)(4) to (B)(4). The customer returned one single-lumen PICC for analysis. Signs of use were observed on the catheter. Visual analysis of the catheter revealed a hole on the extension line adjacent to the distal luer hub. The remainder of the extension line was secured inside the luer hub. The catheter body length from the juncture hub to the severed end measured 15 15/16", which is within the specification of 15 5/8"-16 1/8" per product drawing. The outer diameter (od) of the distal lumen measured to be 0.0935", which is within specifications of 0.0930"- 0.0970" per product drawing. The inner diameter (ID) of the distal lumen measured to be 0.057", which is within specifications of 0.055"-0.059" per product drawing. The catheter was functionally tested per the instructions for use (IFU) provided with this kit, which instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". The catheter was flushed with lab inventory ars, and leaking observed at the location of the distal luer hub. A manual tug test confirmed the distal extension line was still secured to its luer hub. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The customer report of an extension line leak was confirmed through complaint investigation of the returned sample. Visual inspection revealed a hole in the distal extension line adjacent to the luer hub. The appearance of the damage is consistent with a molding defect. Based on these circumstances, manufacturing likely caused or contributed to this event. Non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for complaints of this nature.